Event description:
It was reported that during a software update the programmer generated an error message. The service disk was run but the error message remained. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did confirm the customer comment that the programmer generated an error and therefore the hard drive was reconfigured and the software reloaded. It was further noted that the common mode wrist test was out of specification. Concomitant medical products: product ID: 2067, radiofrequency programmer head. (B)(4).